Event description:
It was observed during the device inspection, that the trachael intubation fiberscope exhibited a peeled image guide tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated information added to h3, h4, and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective event was caused by the stress of repeated use, external factors, or handling of the device. However, the root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). The instruction manual ¿tracheal intubation fiberscope lf-tp/dp/gp, chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor the field performance of this device.